Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd eclipse¿ needle had foreign matter on it. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: batch history analysis (DHR), maintenance records and quality notifications were verified, no quality deviations and maintenance occurred. We received pictures and sample sent by the client for evaluation, so it was possible to carry out an investigation, confirm the complaint for the defect and determine the probable root cause. We inform that the manufacturing process are validated with defined acceptance criteria. There are measures for avoiding this kind of failure in manufacture process, according to the control plan, there are visual inspection activity of needle each 02 hours in sample size of 40 pieces. In the same way and during the assembly process, the visual inspection activity of needle every 02 hours in sample size of 50 pieces. In addition we emphasize that quality inspectors collect samples of the process for evaluation of product quality, and if any product in non-conformance status is found one quality notification is issued, the batch is locked for final analysis and decision. The frequency of this kind of failure has low status. The foreign matter failure, according sample and picture, occurred due to grease residual. Even then the indicators of production versus quality are monitored so that this mode of failure can be measured its tendency.

Event description:
It was reported that bd eclipse¿ needle had foreign matter on it. No serious injury or medical intervention was reported.